Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from a social media market research forum, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported an air embolism occurred. An elderly female patient with atrial fibrillation (af) was recently admitted to a facility with inferior st-elevation myocardial infarctions (stemi) and cardiogenic shock. Upon arrival, she was markedly anemic due to presumed gastrointestinal bleeding (gib). She was placed on mechanical support, transfused, and ultimately revascularized with percutaneous coronary intervention (pci) of the right coronary artery (rca). Subsequently, she was referred for elective left atrial appendage closure (laac) due to the need for antiplatelet medication and gib, in the context of elevated cerebrovascular accident (cva) risk and af. A few weeks later, a left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a watchman laa closure device & delivery system (wds). According to a video posted on social media platform x, the patient began coughing violently as the physician placed the wire into the left upper pulmonary vein. Despite this, the physician proceeded with the procedure, deploying the closure device, and observed small air bubbles on imaging. The patient clutched her chest, and inferior st elevation was noted. Air was seen entering the left atrium (la) and subsequently the rca. The patients condition worsened, leading to shock. The physician performed coronary angiography and observed critical stenosis in the proximal aspect of the recently placed stents in the rca, which caused the air to become trapped and unable to move down the vessel. A column of static air was unable to be washed into her native circulation due to the critical stent stenosis. Balloon angioplasty was performed, resulting in immediate resolution. The physician then placed a stent with excellent geographic results. The patient was discharged the next day.